Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary identified. The reporter was not sure of what surgical task was being performed at the time and it was unknown what caused the.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no damage to the conductor wire and the instrument passed electrical continuity. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The surgical task performed was unknown. It was unknown what caused the damaged event and no comment was provided from the surgeon.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for failure analysis testing. However, as of the date of this report, the analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was observed that the fenestrated bipolar forceps instrument's cautery wire was broken. The instrument was replaced. The procedure was completed robotically with no reported injury.